Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.

Manufacturer narrative:
Based on the initial escalation analysis, the RMA was authorized as the sensor performance deviated from normal behavior. Upon receipt of the RMA, it was found that the sensor was missing hydro-gel on the front, likely scraped off during removal. The qc data could therefore not help determine the root cause of the reported inaccuracy. As part of resolution, the user received a new sensor. D9 device available for evaluation? Yes, device received on 01 june 2022. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.